Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock connector separated from the infusion set tubing. Cartridge change was performed resolving the issue. Customer¿s blood glucose level was 112 mg/dl.